Manufacturer narrative:
The event date is an estimation. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. Device discarded, single use.

Event description:
The consumer reported on behalf of her husband ten (10) unconfirmed false positive results with binaxnow covid-19 ag self-test beginning on (B)(6) 2023.this MFR. Report addresses test result two (2) of ten (10). Per the consumer, her husband received positive results with binaxnow covid-19 ag self-test, and a negative result with (flow flex covid-19 antigen home test). No confirmatory test was performed. No additional patient information, including treatment and outcome, was provided.